Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there were no samples available for review. Additionally, there were no images provided to support the alleged complaint. Without such evidence, the results are inconclusive. According to the customer, there were no samples available for review. Additionally, there were no images provided to support the alleged complaint. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible.

Event description:
Reporter indicated ¿infant had argon l-cath 1.9fr single lumen PICC in right leg placed (B)(6) 2024. Rn saw blood and fluid leaking from PICC dressing. Nnp came to bedside, undressed the PICC, and found the end of the PICC where the catheter is attached to b cracked and leaking. This resulted in the PICC needing removal and a new PICC placement."

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.